Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of questionable high inr results from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On the day of the event, at 13:53, 14:01, 14:13, 16:12, and 19:49 the results from the meter were all 8.0 inr. At 7:00 pm (19:00) the laboratory result was 4.1 inr. The customer's therapeutic range is 2.5 - 3.0 inr. There was no allegation of an adverse event. The customer believed the laboratory result was accurate and withheld their marcumar dosage on the day of the event. The customer had no test strips remaining for return. Corresponding retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. The retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
Na.